Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the side door switch needed to be adjusted to ensure full contact is made. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the gantry door would say open even when it was closed. It was noted physically hugging the door closed cleared the error. It was also noted this error occurred multiple times outside of clinical use. This issue was noted outside of a procedure, and there was no patient involvement.